Event description:
Customer reported that she has been experiencing high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 500 mg/dl. Customer stated that her insulin pump had no delivery alarms. Customer stated that she went to dr office. Dr believed that the insulin pump is not working correctly and needed to be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window, cracked reservoir tube lip.